Manufacturer narrative:
On (B)(6) 2021, mentor became aware that this mentor is a duplicate of mentor manufacturer's report number 1645337-2021-08495. Hence, any additional information will be reported under the manufacturer's report number 1645337-2021-08495. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 375cc returned device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown manufacturer¿s reference number: (B)(4).

Event description:
A 375cc mentor smooth round moderate profile was received by the mentor failure analysis lab on (B)(6) 2021 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.